Manufacturer narrative:
Occupation is patient/consumer the test strip lot number was 76300714 with an expiration date of 31-aug-2025. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with a coaguchek in range system compared to an unknown laboratory method. The result from the meter was > 8 inr. The result from the laboratory was 4.4 inr. The timeframe between testing was not provided. The patient¿s therapeutic range is 4 ¿ 4.5 inr.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The coaguchek inrange meter serial number was (B)(6). The medical device problem and type of investigation codes were updated. The investigation did not identify a product problem. The cause of the event could not be determined.